Event description:
A customer contacted beckman coulter (bec) reporting a leak from the reaction wheel on the unicel dxc 800 pro synchron chemistry analyzer while running patient samples. The customer stated the instrument displayed cuvette failing water blank and reaction wheel temperature errors. The leak was contained within the unit. The customer removed the reaction wheel and observed approximately 1 cubic centimeter (cc) of diluted wash concentrate and de-ionized (di) water had leaked. The customer also discovered that the wash station was loose so the customer tightened it. The customer did not find any broken cuvettes but stated the wash station probes were bent forward and a service request was generated. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 201,3 to evaluate the instrument. The fse found a reagent bead obstructing the wash station vacuum probe causing the cuvettes to overflow and generate water blank and reaction wheel temperature errors. The fse removed the obstructing reagent bead from the vacuum probe. Although the fse did not find the reagent probes out of alignment, a height alignment was performed. The failure mode is determined to be an obstructed wash station vacuum probe causing the reaction cuvettes to overflow. (B)(4).